Manufacturer narrative:
The actual device was not available; however, a photograph was provided for evaluation. The visual inspection of the photograph showed external clotted blood from the connection between the set luer lock and thermax. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with one unit of prismaflex st150 set, an external blood leakage from the junction between the bag and the set was observed. A clot was observed with no active leaking. It was reported the connection was tight enough, however, could not completely disconnect and reconnect as therapy was ongoing. The set and the bag were changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.